Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2016 due to a low blood glucose level and seizure he experienced overnight. The paramedics came to his house and transported him to the hospital. Customer's blood glucose level was not reported. The device was not returned.